Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part # 04.617.138s. Lot # 2l76524. Manufacturing site: (B)(4). Release to warehouse date: january 12, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the zero-p convex h8 peek was received disassembled. No signs of damage were observed on the device. No other issues were identified. A dimensional inspection was not performed due to the complex geometry of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed on the assembly of the implant. The components were able to assemble with no difficulties and stayed assembled without any leeway unless the implant was forced out in the vertical axis. The device functioned as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the zero-p convex h8 peek was received disassembled. While a definitive root cause could not be identified for the reported issue from the available information, it is likely that the implant was subject to force in the vertical axis pushing it out of the slot. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that on (B)(6) 2021, during an anterior cervical surgery the zero-p 8mm implant was used. When the screw was placed, the implant attached with plating system came out and surgeon was not available to place the screws. The damaged implant was taken out and the surgeon tried to engage both cage and plate again but failed to do so. The surgeon used 1mm larger size implant to complete the surgery. There was a surgical delay of twenty (20) minutes. The procedure was completed successfully. There was no patient consequences. This report involves one (1) zero-p implant 8mm height convex-sterile. This is report 1 of 1 for (B)(4).